Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. Deployment of the trunk-ipsilateral leg component resulted in unintentional coverage of the right internal iliac artery (riia) by the ipsilateral leg of the device. A balloon catheter was used to reposition the device proximally to successfully uncover half of the ostium of the riia. Patency of the riia was restored and good blood flow was confirmed. A contralateral leg component was then deployed on the left side. Procedural angiography at this time determined a slight proximal type I endoleak, and a distal type I endoleak associated with the contralateral leg component. A sg balloon catheter was used to perform angioplasty, and resolved both proximal and distal type I endoleaks; however a dissection of the left internal iliac artery (liia) was determined. A metal stent was placed in the liia and resolved the dissection. The patient tolerated the procedure without further issue. It was reported that the tip of the balloon was thought to be slightly outside of the stent graft during ballooning of the distal part of the contralateral leg component. This coupled with severe calcification of the patient¿s entire common iliac artery is thought to have possibly contributed to the dissection.